Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), device test failed. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will not be returned.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test on (B)(6) 2025 06:36:48.000. Unit passed active current measurement and self-test. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump. Pump error 37 was found in the history files on (B)(6) 2024 05:23:20.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, overlay scratched, stained keypad overlay and pillowing keypad overlay. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 37 was confirmed in the history files and due to moisture damage on the motor assembly. Device test failed was confirmed due to a pump error 38 occurring during testing and a failed sleep current measurement test. Pump received with a high sleep current measurement due to moisture damage on pcba 1 and pcba 2. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.